Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth and weight. The access toxo igg reagent was not returned for evaluation. Service was not dispatched as all system parameters were within assay/instrument specifications. The cause of this event could not be determined with the information currently supplied. (B)(4).

Event description:
The customer reported obtaining reactive igg antibodies to toxoplasma gondii (access toxo igg) results for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). This report addresses the reactive access toxo igg result obtained for one (1) patient on (B)(6) 2015. The customer re-analyzed the patient's sample once on the same unicel dxi 800 access immunoassay system and twice on the laboratory's alternate dxi 800 access immunoassay system serial number (B)(4) and obtained non-reactive access toxo igg results. The initial reactive result was released from the laboratory and there was no change to patient treatment. The customer stated that their quality controls (qc) were running within specification both before and after the event. No hardware error, flags or other assay issues were reported in conjunction with this event. The customer did not provide any information regarding sample collection, sample handling or sample processing. No issues with sample integrity were reported by the customer.